Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt's daughter reported the pt has been using the infusion device since (B)(6) 2010. She stated that when the pt began using the infusion device he often experienced low blood glucose and he now has erratic blood glucose (3-40 mmol/l, 54-720 mg/dl). The pt eats glucose or injects insulin via pen to correct his blood glucose. On (B)(6) 2010 the pt felt very sick and his wife contacted the ambulance. He was transported by ambulance to the hospital was treated in the regular care unit until (B)(6) 2010. No further information is available. The infusion device was requested to be returned for evaluation.